Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm2). System tested and verified as ready for use. Isi received the usm2 involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa confirmed errors 32096, 32097, 1126, and 31226 indicating a fault with communication on the usm. The usm was tested on our system and was able to start in normal mode. On the patient side cart (psc) fixture test platform (pftp) testing the usm failed fiber test and triggered an 1126 error indicating a fault with the rolling loop fiber cable on the spar. The reported 32096 error is a sympathetic error related to communication. As a fix, the spar sub-assembly will be upgraded and serialized. Additionally, the usm passed direction test, carriage friction test, brake test, carriage strength test, carriage switches, and carriage/acm fan test. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found an error 32097 - maxis reported by an axes controller, motor (acm) on the usm2 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0382. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the universal surgical manipulator (usm2) had some drift. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had an error prior to the procedure, then the guided tool change was not working and the universal surgical manipulator (usm) had some drift. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.